Manufacturer narrative:
Pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 02-may-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 14:43:58.000 low battery alert was found on: (B)(6) 2025 12:34:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. Pump error 130 alarm was found on: (B)(6) 2025 15:34:13.000 to (B)(6) 2025 15:56:30.000, (B)(6) 2025 16:05:12.000 to (B)(6) 2025 16:30:07.000. Pump error 43 alarm was found on: (B)(6) 2025 16:05:52.000 to (B)(6) 2025 16:26:09.000. Pump error 38 alarm was found on: (B)(6) 2025 16:06:49.000 to (B)(6) 2025 16:31:18.000, (B)(6) 2025 22:23:37.000 to (B)(6) 2025 22:26:15.000, (B)(6) 2025 10:14:57.000 to (B)(6) 2025 10:34:00.000, (B)(6) 2025 13:37:38.000 to (B)(6) 2025 13:37:38.000, (B)(6) 2026 07:25:00:000. Pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Force sensor zero offset within specification (23.45 mv). A test motor was used and continued testing. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. A constant pump error 38 alarm during the rewind test, pump error 43 alarm and pump error 130 alarm (recorded in the formatted history file), were confirmed due to a corroded motor home switch, pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Unable to complete the required testing (perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test) due to a constant pump error 38 alarm during the rewind test. A constant pump error 38 alarm during the rewind test, pump error 43 alarm and pump error 130 alarm (recorded in the formatted history file), were confirmed due to a corroded motor home switch, pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading unexpected value from hall sensor), pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1805 was requested and the customer response was that the device will be returned.